Event description:
Reporter alleged discrepant back-to-back blood glucose results of 163 mg/dl, 200 mg/dl, and 405 mg/dl when tests were performed within 10 minutes apart on the advantage system. The location in which the testing was performed was not provided. The customer changed treatment as a result of the comparison: increased dose of novolin 70/30 from 26 to 28 units. No serious injury or death reported. A request was made for the return of the suspect device and replacement product was sent.